Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, an alert indicating "lv lead not coded" was noted on the device. However, it was determined that the patient's system does not have a left ventricular lead and only a right ventricular lead. Technical support was contacted and determined that the alert message itself was a translation concern. Nonetheless, no intervention was conducted to resolve the alert at this time. The patient was stable and will continue to be monitored.